Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging black particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 03, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure . Manufacturer was able to confirm the presence of degraded sound abatement foam. Missing sd card cover missing one non slip pad on base unit bottom enclosure . Dust like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure . Missing one non slip pad on humidifier bottom enclosure . Dust like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. Potential mineral deposits inside humidifier enclosure and water tank . Possible insect infestation under heater plate of humidifier. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings . The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were six errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the complaint of "black particles in her device.